Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin pump alarmed compromised force sensor system. The customer¿s blood glucose value was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 330 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer did not provide information about treatment. Mother stated while she was priming and noticed the piston was coming out on the other side of the insulin pump. Customer reported they were able to clear the alarm. Customer reported pump did require rewind. Customer not able to complete rewind. Customer reported the infusion set cannula was crimped. The drive support cap was sticking out. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unable to performed the displacement test and verify compromised forced sensor system alarm due to detached end cap. No loose drive support cap noted.